Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a cycle failure was observed. The ventilator's ball screw assembly was replaced to address the issue.